Manufacturer narrative:
Concomitant products: product ID: 8709sc, serial#: (B)(4), implanted: (B)(6) 2012, product type: catheter. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4), ubd: 31-oct-2013, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and healthcare provider (hcp) via a company representative regarding a patient receiving prialt via an implanted pump. The indication for pump use was spinal pain. It was reported that the patient presented for a catheter dye study and stated that there had been a large volume discrepancy at the time of the last pump refill. The date of the refill was not provided. The patient reported no external factors that may have led or contributed to the issue. It was noted that the catheter dye study could not be completed because the hcp was unable to aspirate the catheter. The patient was referred to a surgeon for a catheter revision. The revision was planned, but not yet scheduled. The issue was not resolved at the time of the report, and it was indicated that the hcp had no further information to provide regarding the event.